Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late onset and rupture.

Event description:
Patient's relative reported right side rupture. Additionally, patient reports breast pain, swollen and tender, and peri-implant fluid surrounding the implant capsule. The device remains implanted.